Event description:
New information received notes that the bluetooth telemetry loss was due to bluetooth lockout. The patient was seen in clinic and the issue was resolved. No patient consequences reported.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.